Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and reservoir tube cracked.

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. The customer also reported experiencing unexplained high blood glucose. Troubleshooting found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery. The customer also stated insulin was able to exit with a push plunger, but there was greater than normal resistance. The customer's blood glucose was 420 mg/dl. Customer was not able to treat for their blood glucose as the insulin pump alarmed no delivery. The customer also reported a crack by their reservoir compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).